Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue changed the pneumatic interface module (pim), fill assembly and the solenoid board to resolve the issue, but the problem still occurred. After several attempts to repair, the stm escalated the problem to the business unit (bu). Upon further investigation, found that there was a pinched hose on the fill assembly when it had been installed which had caused the same symptom. In order to correct the issue, the stm removed the pinch in the hose and the iabp worked properly. The stm removed the unnecessary parts and left in the fill assembly on which pinch was removed. Performed full calibration and functional checks. Device passed all tests and was returned to customer for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm), a cardiosave intra-aortic balloon pump (iabp) would not autofill and the stm was unable to start the leak test. It was later reported that the customer tried to perform all manifolds test and the iabp did not recognize the safety disk being plugged. In addition, after trouble shooting the iabp, the stm found that there was no vacuum on the patient side of the safety disk. There was no patient involvement and no adverse event was reported.